Manufacturer narrative:
On (B)(6) 2015 software investigation finds nothing specifically to indicate why the navigation system would be inaccurate as alleged. On (B)(6) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Event description:
A medtronic representative reported that, while in a cranial axiem shunt procedure, the surgeon alleged an inaccuracy. The head tracker was placed on the left side of the forehead because the patient had to be faced to the left. The patient was registered and the system was accurate. About 15-20 minutes into the case, the surgeons had to complete some tunneling on the patient. After that, it was alleged that the navigation system had inaccuracy by 2 millimeters. The medtronic representative checked for metal interference to make sure there were none. They also tried a different sterile tracer to make sure the instruments were not damaged. The inaccuracy of 2 millimeters persisted. They re-registered the patient which resolved the issue. It is likely there may have been movement of the head tracker after surgeons completed "tunneling". There was no delay of therapy. The surgeon successfully completed the procedure with the use of the navigation system. There was no impact on patient outcome.